Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 11 was failed. A field service engineer (fse) troubleshoots the device and found the row boards were not fully connected. So, the fse reseated all cable ends and resumed testing. After that no further issues were noted. Also, the user verified with inventory counts and all the bus/cable connections, also verified drawer/pocket operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower aux drawer 11 cubie does not open. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.